Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that no delivery / occlusion alarm occurred. The customer was hospitalized due to hyperglycemia with blood glucose of 775 mg/dl and was treated with insulin intravenously. The customer was not using the insulin pump within 48 hours of reported incident due to pump malfunction.